Manufacturer narrative:
The investigation confirmed the reported pump stoppages via the submitted system controller log file. The log file contained approximately 8 days of data ((B)(6) 2017 ¿ (B)(6) 2017 per time stamp). (B)(6) 2017 at 22:22, the pump fell below the low speed limit (lsl) and stopped for approximately 3 seconds before returning to the set speed. The pump fell below the lsl to 6950rpm the next day at 8:55 for a brief moment then stopped again at 10:02 for approximately 3 seconds before returning to the set speed. All of the pump stoppages occurred while the controller was connected to the power module; the patient was only connected to battery power prior to the first pump stop. Prior to the first pump stop there were no notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months no additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient notified the vad clinicians that alarms occurred when the patient was bending over. It was reported that pump stop events were observed in the system controller history. The patient was asymptomatic. The submitted log file was reviewed by a representative of the manufacturer's technical services team and two pump stoppage events were noted, one on (B)(6) 2017 at 22:22 and one on (B)(6) 2017 at 10:02. Both events occurred while the lvad system was connected to the power module and appeared to be due to a potential short-to-shield. The patient was provided with an ungrounded patient cable for use with the power module until further evaluation was completed. On august 31, 2017, a driveline evaluation was completed by a technical services representative. A pump stoppage event could not be reproduced with manipulation of the external driveline or with the patient performing upper body movements. It was reported that the patient would continue to use the ungrounded patient cable while on a/c power module support and would continue to be monitored for unusual alarms. No additional information was provided.